Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the catheter valve was not sealing properly and an air embolus was noted in the sheath. The physician quickly inserted a lead through the sheath and peeled the sheath. No patient complications have been reported as a result of this event.